Event description:
In 2005, informed of the explant of a 10mm subtalar mba orthopedic implant to address pain reported by the pt in the subtalar region five weeks post-operatively. The device was not returned to kmi for eval.